Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, label scanner displayed a different name once it was scanned. However, there were no delays or adverse events or injuries reported based on this event.